Manufacturer narrative:
Date of report: (B)(6) 2019. PMA/510k: (B)(6) 2019. The customer stated that the touchscreen was replaced to address the issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. (B)(4). Reporter phone number unknown. The customer troubleshot with technical support and was able to perform a touchscreen calibration. However, the issue continued. The customer was provided with parts and price for a touchscreen replacement. No parts were returned to philips for investigation, therefore, a root cause could not be established.

Event description:
It was reported that the touchscreen on the ventilator does not detect in some areas. There was no patient involvement. The event date was not specified; estimate used.